Event description:
It was reported that the patient experienced low blood glucose overnight, with readings in the 40s and symptoms occurring after using the ilet without consistently announcing meals due to concern that meal announcements lead to lows; the event involved missed meal announcements and was addressed with oral glucose and assignment to additional training. Symptoms included hypoglycemia with dizziness and feeling out of it. Outcomes included unexpected medical intervention in the form of medication treatment with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem related to improper or incorrect procedure, with no device problem found, and the relevant device component was the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.